Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that cecostomy tube broke and needed to be replaced. The reporter indicated that it appeared to be broken where the first coil starts. It is unknown how long the device had been in place.